Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 596 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer changed her infusion set five hours prior to the event. Afterwards, the insulin pump began to alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluson can be drawn at this time. We therefore consider this report complete to the best of our knowledge.